Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient was diagnosed with an infected pump site. The area was hurting and, when the pod was removed, there was a knot and it bled a little bit. The site hurt to the touch and was swollen. He was prescribed an antibiotic, which he took for ten days. The infection cleared up quickly with the antibiotic, within two or three days the knot and redness were gone. The pod was worn on the arm for between 24 and 36 hours. The patient's blood glucose history is as follows: (B)(6).

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. No defect or deficiency that would result in the pump failing to deliver insulin was found.